Event description:
Placed 6/19/98. Pt returned to facility on 10/16/98 with catheter broken in half. The catheter was clamped. Removed & replaced "otg" without difficulty. No embolism. No injury occurred.